Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set leaked from the port. This occurred during infusion of an unknown solution. The reporter stated that the patient lost a minimal amount of blood due to the event; however, there was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. This is report 7 of 15.